Manufacturer narrative:
General information: we received a complaint about one nn073k columbus cr/ps tib.plateau cemented t2 from the (B)(6). The complained device was delivered in an unknown hygienic status, therefore the component was decontaminated internally according to internal standards. The following information was provided to us: 7y po fracture of tibia plateau. Columbus tibia plateau right medially fractured. Consequences for the patient: post-operative medical intervention was necessary revision surgery. Failure description: breakage of the tibial component. Investigation: the components were examined visually and microscopically with the digital microscope vhx-5000 keyence eq.-nr. 2000024840 and the digital-camera "panasonic dmc tz8". The tibia plateau has fractured in two pieces at the medial ventral side. Bone cement residues can be found on the bottom side. The fracture surface does not exhibit any material defects or hints regarding a spontaneous fracture. An investigation with the scanning electron microscope is ongoing, therefore this is a preliminary report. Unfortunately there were no x-ray figures provided to us. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the failure is patient related. Rationale: in the light of the small amount of information received and due to the circumstance that we did not receive any x-ray figures it is not possible to determine a definitive root cause for the failure. There are no hints for a material problem. According to the quality standard and DHR files a material defect and production error was not found. It could be possible that the breakage occurred due to a loosening of the tibia bone material at the medial side. This led to an overload situation for a longer period and finally results in a fatigue fracture of the tibia plateau. Corrective action: according to sop (B)(4) (corrective action & preventive action) a CAPA is not necessary.

Event description:
It was reported that there was an issue with columbus cr/ps tib.plateau. According to the complaint description: "implantation: 2013 columbus, tibia plateau right medially fractured. Revision: (B)(6) 2020. Seven (7) year postoperative (po) fracture of tibia plateau. A revision surgery was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event/malfunction is filed under (B)(4). Involved components: nn910k - columbus cr narrow femur cemented f5n r - 51893172. Nn261k - tibial obturator d12 mm - 51887022. Nn220 - columbus cr dd glid.surface t2/2+ 10mm - 51898178.

Manufacturer narrative:
Final investigation results: nn910k - columbus cr narrow femur cemented f5n r - 51893172; nn261k - tibial obturator d12 mm - 51887022; nn220 - columbus cr dd glid.surface t2/2+ 10mm - 51898178. The components were examined visually and microscopically with the digital microscope. The tibia plateau has fractured in two pieces at the medial ventral side. Bone cement residues can be found on the bottom side. The fracture surface does not exhibit any material defects or hints regarding a spontaneous fracture. It was only possible to analyze one part of the fracture surface, because the other part of the fracture surface is damaged. Based on the visible fissures and arrest lines on the fracture surface, the fracture is probably a fatigue fracture with a rest forced fracture. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the failure. It could be possible that the failure is patient related. Rationale: in the light of the small amount of information received and due to the circumstance that we did not receive any x-ray figures it is not possible to determine a definitive root cause for the failure. There are no hints for a material problem. According to the quality standard and device history record files a material defect and production error was not found. It could be possible that the breakage occurred due to a loosening of the tibia bone material at the medial side. This led to an overload situation for a longer period and finally results in a fatigue fracture of the tibia plateau.